Event description:
On (B)(6) 2015, the reporter contacted animas alleging the text on the display screen was dim and faded. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the text on the display was dim; the letters had a red hue. The returned battery cap was used for testing.